Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching below 70 mg/dl. Reportedly, the customer may have miscalculated the amount of carbohydrates consumed. Customer ate cherries to address low bg levels.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.)

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching below 70 mg/dl. Reportedly, the customer may have miscalculated the amount of carbohydrates consumed when delivering a bolus for food consumed. Customer ate cherries to address low bg levels.